Manufacturer narrative:
Dr (B)(6) indicated that the pt was treated by a dermatologist near the pt's home; diagnosis by the dermatologist had not been provided. The pt was reported as having necrosis and was still in the mending process, as of (B)(6) 2010, the pt will most likely require laser to treat the pt's persistent redness. The device history records for radiesse lot 1021617 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.

Event description:
Dr (B)(6) injected a pt with radiesse dermal filler in the cheeks, marionette lines, and a small amount in the glabella (about 0.1- 0.2cc). The glabella blanched and surprised the physician, since there was only a small amount injected. She did not have any nitropaste on hand. On (B)(6) 2010, the pt called dr (B)(6) to inform her that she had developed blisters and redness at the glabellar injection area. The pt lives about 300 miles away, so the physician had been communicating via phone. Dr (B)(6) was unsure which of these three things occurred: (B)(6) (staph/ strep infection); (B)(6) infection; ischemia with tissue necrosis. The pt was seen by a dermatologist near her home (contact name not provided) and treated with medication to reduce the redness.